Manufacturer narrative:
Product ID, 37743 lot# v011709 serial# (B)(4), implanted: 2010 (B)(6), explanted: product type programmer, patient product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a third power-on reset (por) message with an over-discharge. The implantable neurostimulator (ins) did not have telemetry and physician reprogramming mode (prm) was conducted. It was noted the patient had a primary cell in the past, but the batter "burned out" in about one year. Problems with recharging was the primary reason for the overdischarge, as the patient no longer had someone to help her with recharging. It was reported that the device will be removed and replaced, as this was the third por message. It was noted the health care professional (hcp) considered moving the ins to the abdomen to make recharging easier for the patient. It was also noted the patient had significant issues since a stabbing attempt.